Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via ipsilateral antegrade approach with a non-bsc introducer sheath. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified right iliac artery. After a non-bsc guide wire crossed the lesion, intravenous ultrasound (ivus) and pre-dilatation of the lesion under a distal protection device were performed. Following the implantation of a non-bsc stent, a 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for post-dilatation; however, the device became stuck to the implanted stent. The mustang¿ balloon catheter was removed, the guide wire was changed to a 0.014 guide wire under micro catheter, and post-dilatation was performed with a non-bsc balloon catheter. The procedure was completed with no patient complications reported and the patient's status was good.